Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release. Block h11: investigation results- the returned resolution 360 clip was analyzed, and a visual and microscopic evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Upon analysis, the device was returned without the clip assembly and was fully deployed. The investigation did not detect any problems related to the reported event. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for hemostasis in the caecum during an endoscopic mucosal resection procedure performed on (B)(6) 2024. During the procedure, the clip could not deploy from the catheter after grasping the tissue. The physician pulled the clip from the mucosa and used a competitor clip to finish the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for hemostasis in the caecum during an endoscopic mucosal resection procedure performed on (B)(6) 2024. During the procedure, the clip could not deploy from the catheter after grasping the tissue. The physician pulled the clip from the mucosa and used a competitor clip to finish the procedure. There were no patient complications reported as a result of this event.